Event description:
Pt revised for dislocation. Doi 2003 dor (B)(6) 2010 (left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.